Event description:
It was reported that the patient presented for a scheduled procedure. Prior to the procedure, the right ventricular (rv) lead exhibited high defibrillation impedance and prolonged estimated charge time, which could compromise reliable defibrillation. As a result, the rv lead was capped on (B)(6) 2025 and replaced with a new lead. Patient condition was stable.